Event description:
Event: the patient reported that she was seen in the emergency room due to experiencing severe pain in her right knee. The patient states that due to the pain she was experiencing, she was experiencing difficulty walking and was unable to bend her knee. Patient also reports difficulty sleeping due to the pain. While in the ER, the patient noticed a bump behind her right knee. The md is aware and has taken fluid from the bump to get it examined. No further information reported. Freq: inject content of one syringe intra-articularly into right knee once weekly for three weeks. Date of use: (B)(6) 2025. Diagnosis for use: unilateral primary osteoarthritis, right knee.